Event description:
It was reported to philips that the system displayed the message that the image store space was too low. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned without delay. The philips field service engineer (fse) visited the site and analyzed the system log files, indicating an error that low storage space, please delete exams. Upon troubleshooting, the fse performed the diagnostics image chain test and found the image storage failure. To resolve the issue, the fse recreated the ippc (image processing computer) hard disk and reinstalled the system software. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The image disk space issue, did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact and no delay on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.